Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder and air/water tube had white foreign material. Based on the results of the investigation, a definitive root cause could not be established for the customer reported blurry image as it was not confirmed this defect occurred with the device. Additionally, the cause of the white foreign material in the air/water cylinder and air/water tube could not be established. The event can be detected/prevented by following the instructions for use (IFU) which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed a blurry image. The issue was found during inspection for use (prior to patient use). There were no reports of patient involvement.